Event description:
72 year old male had a left carotid endarterectomy on 6/6/97. While leaving the hospital on 6/7/97, his suture line broke. He presented to the emergency department with respiratory distress and bleeding. He was emergently taken to surgery for repair. Postoperatively, he had no further problems.